Event description:
It was reported that the customer's insulin pump shut off suddenly while rewinding and priming. The customer confirmed that he had experienced a blank display. The customer's blood glucose was unknown. The customer removed the battery, reinserted the battery and the insulin pump resumed working as normal. The customer declined troubleshooting. Advised to monitor the insulin pump and call back if any other concerns appeared. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.